Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device had occlusion alarm. There was a kink in the infusion set tubing observed prior to the occlusion. The occlusion alarm was resolved by replacing entire infusion set. No patient injury was reported.